Manufacturer narrative:
The instructions for use for the humeral fixation set (which includes distal humerus plates) states the following: "prior to using the humeral fixation set, ensure that none of the following patient conditions are present: active or latent infection, sepsis, osteoporosis, insufficient quantity or quality of bone and/or soft tissue, material sensitivity (if sensitivity is suspected, tests are performed prior to implantation), or patients who are unwilling or incapable of following post operative care instructions." "Potential construct failures such as stress fractures of the bones, loosening of the construct and/or fixation, instability, delayed soft tissue healing, soft tissue irritation, delayed fusion, non-fusion, or incomplete healing may occur as a result of noncompliance to post-operative rehabilitation, excessive activities, or construct overloading." "For safe effective use of the implant, the surgeon must be thoroughly familiar with the surgical technique for the device, implant, and associated instruments. Potential failures of the devices in the set may include delayed union, non-union, loosening of fixation, migration or failure of the device, stress fractures of the bones, or incomplete healing as a result of excessive activity, overloading or noncompliance to post-operative rehabilitation." "All screws must be implanted and fully tightened to maintain the integrity and strength of the finished construct and the positioning established intraoperatively. If the screws are not attached and/or fully tightened, a non-union, delayed union, soft tissue complication, or construct failure may occur." The surgeon likely did not adequately fixate the plates to the bone, using an insufficient number of screws with a large gap between those which were used. For optimal fixation, all screw holes should be used. Patient conditions may have contributed to this failure.

Event description:
An implanted distal humerus plate construct disassociated from bone after one month.